Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure could not be replicated. This unit was installed into the test system, and it worked fine with synchro seal instrument installed. Failure analysis used synchro seal with a saline dipped gauze in the jaws and fired yellow pedal/sync activations and cut/seal about 100 times and e-100 worked fine without any issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) replaced the e-100 to resolve the reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported, that during a da vinci-assisted radical cystectomy surgical procedure. The e-100 was shutting down. The customer was using synchroseal instrument, and eventually the e100 module shuts down by itself. Intuitive surgical, inc. (Isi) technical support engineer (tse) explained, that this is usually caused by electric arcing occurring on instrument tips. But the caller stated, sometimes it powers off without instrument activation. The surgeon was not relying on this device depending on the critical task they were performing. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.